Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal (type, dose, concentration, and lot # not known to the consumer). The indication for device/therapy use was intractable spasticity and multiple sclerosis. The patient's refill appointment was (B)(6) 2015 and the patient was not be able to travel to their doctor's office for the refill appointment because the patient was not feeling well and had been diagnosed with pneumonia that morning ((B)(6) 2015). The patient had been taken to the hospital on (B)(6) 2015 and was diagnosed with pneumonia. It was noted that the pump was not alarming at the time of the report, the alarm date was (B)(6) 2015. On (B)(6) 2015 additional information was reported by the healthcare professional (hcp) which indicated that the patient had died on (B)(6) 2015. On (B)(6) 2015 additional information was reported by the hcp. It was clarified that the patient was receiving lioresal, 2000mcg/ml at 272.0mcg/day, unknown lot number from pump. The patient was taking oral baclofen, claritin, diazepam, vitamin d, and tramadol. The patient was a quadriplegic and had dysphasia. The patient was in the hospital, and the hcp did not know the admitting diagnosis. The patient was coming from the hospital to their office for a refill and was dead on arrival. The hcp reported that the cause of death was unknown, but said that it was not thought to be related to the pump or the missed refill. It was noted that the patient had pneumonia a few days prior.